Manufacturer narrative:
This report is being filed on an international product, architect anti-hcv, list 6c37, that has a similar product distributed in the us, anti-hcv, list number 1l79. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier: (B)(6), patient information: no further information is available.

Event description:
The customer reported a false non-(B)(6) architect anti-hcv result. The sample generated non-(B)(6) results on architect (B)(6) and alinity (B)(6). The sample was (B)(6) on roche and innolia blot. No impact to patient management was reported.

Manufacturer narrative:
Review of complaint activity determined that there is normal complaint activity for reagent lot 03586be00. Tracking and trending report review for the architect anti-hcv assay determined that there were no related trends. Return testing was not completed as returns were not available. A retained reagent kit of lot number 03586be00 was tested in a sensitivity setup including two internal sensitivity panels and the positive control. The sensitivity panel values and the positive control values met specifications, the results were in the typical range and no false non-reactive results were obtained. Additionally, two commercially available seroconversion panels were tested with reagent lot 03586be00 and the results were compared to architect anti-hcv results provided by the panel manufacturer. The reagent lot detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. Based on this data it was shown that the lot met the specifications for sensitivity. Manufacturing documentation for the reagent lot was reviewed and did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect anti-hcv assay was identified.